Event description:
It was reported that the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. While the patient was sleeping, the pod adhesive separated from the leg completely, causing the pod cannula to dislodge. It was also reported that the patient started getting scar tissue after using the pods around the abdomen and needed to rotate areas. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.